Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received erroneous results for one patient sample tested for free triiodothyronine (ft3). The sample was initially tested at the customer site on an e602 analyzer. During investigations, the patient sample was tested on a centaur analyzer and a modular pe analyzer. Refer to the attachment for the specific patient result values. The results from the customer's e602 analyzer were reported outside of the laboratory where they were questioned by a physician. The patient was not adversely affected. The e602 analyzer serial number used at the customer site was asked for, but not provided. A specific root cause could not be determined based on the provided information. A general reagent issue is not likely. Given the different setups of all assays, the antibodies used, and the variances in reference methods, differences in values may occur when comparing these assays from different vendors. For thyroid parameters, age, gender, and other characteristics are to be considered when analyzing measured values.